Event description:
The customer reported an intermittent v3 lead acquisition. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4). The customer reported an intermittent v3 lead acquisition. There was no reported adverse patient impact. There was no reported adverse patient impact. Philips evaluated the device and confirmed the problem. The problem was resolved by replacing the ECG connector. The device passed all assurance testing.